Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("it hurt a lot, lot of pain after it was over"), fall ("she was laying on the floor"), circulatory collapse ("collapsed"), loss of consciousness ("lost consciousness"), coma ("I couldn't really wake up for 3-4 days") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural pain, circulatory collapse and adenomyosis outcome was unknown. The reporter considered adenomyosis, circulatory collapse, coma, fall, loss of consciousness, medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adenomyosis ('adenomyosis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), procedural pain ("it hurt a lot, lot of pain adterr it was over"), fall ("she was laying on the floor"), circulatory collapse ("collapsed"), loss of consciousness ("lost consciousness") and coma ("I couldn't really wake up for 3-4 days"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the adenomyosis, procedural pain and circulatory collapse outcome was unknown. The reporter considered adenomyosis, circulatory collapse, coma, fall, loss of consciousness and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event ádenomyosis' was added. Reporter details were added. On 22-apr-2020: no sig change. Coding correction regarding the event pelvic pain female. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.